Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of improper shutdown was not reproduced. The device was received with tape over the battery contact pins and a battery alert occurred. Once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. The battery was also tested separately with a known good pump, and an improper shut down was not experienced. Visual inspection of the battery module, found corrosion on the battery contact pin. Corrosion can cause improper shutdown with out warning.spectrum's iq operation manual notes "it is important to remove the battery module to ensure proper cleaning of the battery terminals, as well as to prevent any power from being applied to pump circuitry while liquid cleaning solution is present, which may cause corrosion. A review of the event history log (ehl) revealed "improper shutdown" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The battery module is deemed unserviceable due to corrosion and will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.